Event description:
Procedure type: gynecology. According to the reporter: the sutures appeared black in color on patient, the surgeon had used non-absorbable suture instead of absorbable suture which was intended. The patient had bleeding and infections in the vaginal cuff, not due to the device itself. There was no re-operation, the surgeon just pulled the suture out in-office. There was no other information available.

Manufacturer narrative:
(B)(4).